Manufacturer narrative:
Evaluation of the returned tracker indicated that it had galling within the handle not allowing instruments to be inserted. Otherwise, with markers attached and fully seated, the tracker returns a good geometry error with normal tracking. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a guidance device being used outside of a procedure. It was reported that the black navlock would not allow an instrument to run through it. There was no patient involved. There were no additional complications reported or anticipated as a result of the event.